Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. The breach in aseptic technique was further specified as the patient changed rooms for therapy in which the airflow was not controlled. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the event. The patient was treated with cefazolin ip and ceftazidime ip (doses and frequencies not reported) for the event peritonitis. Treatment was eventually discontinued and the patient was reported to have recovered from the peritonitis. Therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.